Event description:
According to the reporter, in a laparoscopic gastric bypass, during the creation of the gastric pouch, at the time of disassembling the reload and the adapter, there was difficulty in removing the reload from the adapter. The handle and adapter were then disconnected. The reload was locked in the adapter. In the attempt to remove the reload, the reload fractured, leaving a portion of it within the end of the adapter. A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the returned image contained a view of the proximal end of a reload and the distal end of an adapter. The reload adapter was noted to be broken and was lodged in the distal end of the adapter. It was reported that the instrument was broken and difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo(s) noted that there is a view of the proximal end of a reload and the distal end of an adapter. The reload adapter was noted to be broken and was lodged in the distal end of the adapter. The visual inspection of the returned device noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. It was reported that the instrument broke and that the instrument was difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.